Event description:
It was reported the mx40 1.4 ghz smart hopping displays a speaker malfunction inop error message. It is unclear if sound was still available. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was unclear there was sound at the time of the event, therefore the speaker has been replaced per current process. The device was operational after repairs were completed.